Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with pump reset instructions, which successfully resolved the issue, and the customer was advised to continue using the pump and call back if the issue recurred.